Event description:
It is unclear what the device issue may be at this time. Several requests for additional information have been sent.

Manufacturer narrative:
New information received indicates the device was failing self test.